Manufacturer narrative:
All pertinent info available to amo has been submitted. Should new info that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.

Event description:
An ophthalmology office reported that a (B)(6) male pt was diagnosed with (B)(6) in his right eye while including complete multipurpose disinfecting solution easy rub formula in his lens care regimen. The reporter indicated the pt had a one week history of a burning sensation and had been treated with trifluridine, prednisolone, vigamox, and zylet without improvement of symptoms. A culture was obtained of his eye. The solution in his contact lens case was cultured. Pt was started on vigamox, tobramycin, atropine and systane ultra preservative free. On (B)(6) 2011 the pt was started on chlorhexidine 0.02%, neomycin 15 mg/ml, phmb 0.01%. On (B)(6) 2011 valtrex was added to the regimen. He was seen through (B)(6) 2011 when he was referred to a university eye center for further evaluation. Treatment regimen was changed; neomycin and tobramycin discontinued, continue phmb and vigamox and finish treatment with valtrex. If there was no improvement, then a confocal examination would be performed. Pt denied swimming, showering, sleeping in contacts, or using tap water with lenses or lens case. In the opinion of the reporter, the event was regarded as severe in nature, eyesight threatening with permanent or severe disability, and probably related to use of the device. The pt is still under treatment.